Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 10:30pm at home. End-user stated he tested his blood glucose with his prodigy meter and got a result of 350mg/dl. The end-user stated that in total he took 80 units of insulin and tested his blood glucose again and got a result of 299mg/dl. He stated that he then started feeling shaky and sweaty. He stated that he tests 5 times a day. The end-user was informed that his test strips are expired and not to use any expired products. A normal result for that time of day for him is around 130mg/dl. The end-user stated that he went to (B)(6) memorial hospital-(B)(6) located at (B)(6) and upon arrival his blood glucose was 64mg/dl. He stated that he was given orange juice and received no other treatment. The end-user stated that he was discharged with a blood glucose of 110mg/dl and was told to follow up with his primary doctor. No additional information was provided.